Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted. The ra port in the implantable pulse generator (ipg) was plugged and atrioventricular node ablation was performed. No patient complications have been reported as a result of this event. It was also reported that a new lead could not be placed due to the patient being occluded.